Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2156289 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 03 july 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned directional button in deployment position red shuttle on 9th dimple (before ponr). Safety wire not returned. Functional inspection: handle actuating fine for deployment and recapture outer sheath does not withdraw. Stent cannot be deployed ¿ handle opened to internally inspect device. All cogs of handle intact. Outer sheath disconnected/broken from shuttle. Lab re-evaluation 02 october 2024. Kink noted on flexor at approximately 41cm from white tip. Flexor cut before kink to determine if inner catheter was kinked. No kink was noted on the inner catheter. The kink noted on the flexor during the lab evaluation most likely occurred during returns transportation. From the additional questions, there were no other defects observed on the device prior to return. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that a tight stricture resulted in high deployment force, which led to the sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. It is known from the additional questions that the stricture was not dilated before stent placement. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. From the information provided, another stent was placed during the same procedure.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-jan-2025

Event description:
The prosthesis was damaged when expanding in the bile ducts. As per customer complaint form: during an attempt to insert a stent inside the biliary tract along the wire guide, the sheath of the flexor broke, which made it impossible to expand and insert the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal).1 during stent placement. 2. What endoscope type and channel size was used? 2 duodenoscope olympus tjf-q190v 4.2 mm channel. 3. What was the position of the elevator? Was it opened or closed? 3 elevator was open. 4. Details of the wire guide used (diameter, type, make)? 4 boston jagwire 0'035". 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? 5 yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Biliary tract. 8. How long was the stent in the patient by the time this complaint occurred? Flexor has been damaged during opening inside the biliary tract. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? Yes. 10. If yes, how often was this completed? 10 the intention was to place this stent permamently. 11. Did the patient require any additional procedures as a result of this event? 11 no. 12. What intervention (if any) was required? 12 another stent was used (evo). 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 13 same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? 14 no. 15. If yes, please specify what was observed and where on the device it was observed. 15 n/a. Stricture information: 1. What was the length and diameter of the stricture? 1 stricture had about 5 cm. 2. Where was the stricture located in the body? 2 biliary tract. 3. Was there resistance felt passing wire guide through stricture? 3 there was no resistance. 4. Was there resistance felt passing the evolution through stricture? 4 there was no resistance. 5. Was the stricture dilated before stent placement? 5 no. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? 1 yes. It was ok. 2. Was resistance felt during insertion into patient? 2 there was no resistance. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? 1 during stent deployment. 2. Was the directional button pressed during use? 2 yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? 3 yes. 4. Was the yellow marker kept in view during deployment? 4 yes. 5. Are images of the device or procedure available? 5 no. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? 1 no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? 2 stent placement was unsuccessful. 3. If yes, what was used? 3 fluoroscopy was used. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? 4 did not open. 5. Was the safety wire fully removed before removing the delivery system? 5 no. Stent was removed. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? 6 no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 1 stent was removed by the working channel. 2. If other, please specify. 2 no. 3. Was resistance encountered during advancement and/or deployment? 3 no. 4. If yes, please when this was felt? Advancement or deployment 5.how did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning 6 no.

Manufacturer narrative:
Concomitant product: olympus duodenoscope - tjf-q190v, boston jagwire 0'035" + truetome 44. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.